Manufacturer narrative:
Add'l info and any change in the status of this pt with regards to this event has been requested from the physician. At this time, no add'l info or reports of medical or surgical intervention have been received. In addition, no record of implant history for this device has been obtained at this time and qa is unable to verify the device referenced was mfg by this corporation. Based on the limited info received, qa concludes device function was not associated with this event. However, because eval of the device would not conclusively confirm or disprove the report of migration invivo. Qa will accept the physician's observations of this as the cause for this occurrence. Should add'l ino be received, qa will file an addendum to this report as required.

Event description:
The pt is experiencing "cylinder migration into his scrotum". It was also reported;..."pt did not heal well and may not able have the device replaced."